Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the right/left sprocket deformed during the users handling and the bending section in the right/left direction did not return to the neutral position. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿preparation and inspection: inspection of the endoscope: inspection of the bending mechanisms: if the movement of the up/down angulation lock, right/left angulation lock and their angulation control knobs are loose and/or not smooth, or the bending section does not angulate smoothly, the bending mechanism may be abnormal. In this case, do not use the endoscope because it may be impossible to straighten the bending section during an examination.¿ the event can be prevented by following the instructions for use which state: ¿important information: please read before use: warnings and cautions: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, leakage from grip unit due to crack, objective lens scratched, light guide lens scratched, distal end cover shaved, bending section rubber adhesive detached, bending section rubber discolored, image guide protector cut, connecting tube scratched, control unit scratched and dirty, up/down and right/left knob dirty, universal cord scratched/dirty, angulation lower than standard, angulation play, due to deformation of right/left sprocket, bending section could not be controlled, and due to clogging of nozzle, water removal ability did not meet the standard value. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the gastrointestinal videoscope, was leaking at the grip unit. Upon inspection and testing of the customer returned device, the scope bending return angulation in the right direction was not working. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.